Event description:
The user facility reported to identified biliary secretions of 3 pts that underwent ercp at the facility and tested positive for escherichia coli. There was no report of infections or other pt harm.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report, and was informed that the device has been cultured, but was negative for growth at the facility. The subject device was not returned to olympus for evaluation, and will be sent to an independent microbiology lab for microbiological testing. At the present time, the exact cause of the reported phenomenon cannot be determined; however, insufficient reprocessing and user handling cannot be ruled out as contributory factors. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR report #: 8010047-2012-00452 and 8010047-2012-00453 for other related reports.